Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
During the procedure, the physician could not advance the catheter through the sheath. He removed the sheath and noted it was a 12f sheath instead of a 14f as stated on the package. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.